Event description:
It was reported that, after a tha had been performed, upon an x-ray follow-up from a plated peri prosthetic fracture, a subsidence was revealed. Although stable, it was decided to perform a revision surgery to replace head and liner. A great result was achieved.

Manufacturer narrative:
The affected complaint device, used in treatment, was not returned for evaluation. Therefore, a product analysis could not be performed. There is no information that would suggest the device failed to meet specifications. According to clinical/medical investigations, this case reports that the revision of the head and liner was performed due to subsidence. Per email correspondence, the requested surgical records and x-rays are not available. Without sufficient supporting medical evidence, a clinical assessment cannot be rendered at this time. Should additional clinically relevant documentation become available, the clinical/medical task may be re-opened. A review of complaint history revealed no prior complaints for the listed lot and failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A relationship, if any, between the device and the reported incident could not be corroborated. No medical documents were received for investigation. Therefore, no medical assessment can be performed at this time. The potential probable causes for this event could include but not limited to a user or procedural error. Based on this investigation, the need for corrective action is not indicated. A review of risk management files and the instructions for use found that the probable cause failures were documented appropriately. The potential probable causes for this event could include but not limited to a patient condition, user or procedural error. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, the complaint will be reopened. We consider this investigation closed.